Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "acetabular shell removed and replaced due to pt having ongoing pain and evidence of increased loosening of acetabular shell."